Event description:
The customer reports the monitor is failing to display stored images. No report of pt injury.

Manufacturer narrative:
The ge representative performed an on site investigation. The software was reloaded. The system was then found to be operating as intended.